Manufacturer narrative:
Information contained in this report was previously reported via psr on 10/15/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of pain and anxiety/product procedure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is "has suffered and will continue to suffer from [...] Severe physical injuries, pain and suffering, severe emotional distress, mental anguish, economic loss, and other injuries [¿]¿, ¿injuries which are permanent and continuing in nature, required and will require medical treatment and hospitalization [¿] have and will continue to experience mental and physical pain and suffering, disability and loss of enjoyment of life, all of which damages will continue in the future.¿ further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative alleges patient ¿has suffered and will continue to suffer from [...] Severe physical injuries, pain and suffering, severe emotional distress, mental anguish, economic loss, and other injuries [¿]¿, ¿injuries which are permanent and continuing in nature, required and will require medical treatment and hospitalization [¿] have and will continue to experience mental and physical pain and suffering, disability and loss of enjoyment of life, all of which damages will continue in the future¿. Device was explanted. This record is for the left side.